Event description:
Information received by medtronic indicated that there is a loss of communication between the transmitter and insulin pump. The customer was assisted with troubleshooting but the transmitter could not be connected to the insulin pump. No harm requiring medical intervention was reported. The product will not be returned for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.